Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient reported fluid leaked from a small hope at the top right hand side of the cassette. The patient was connected during the incident. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient knew how to perform manuals. The patient was advised to cancel treatment and notified the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm during drain 3 of 4 of treatment. Fluid was found in the cassette area of the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the current cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient reported fluid leaked from a small hope at the top right hand side of the cassette. The patient was connected during the incident. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient knew how to perform manuals. The patient was advised to cancel treatment and notified the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm during drain 3 of 4 of treatment. Fluid was found in the cassette area of the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the current cycler without further issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation without the original package. The complaint product sample was disinfected according to rqam-326, as the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. The complaint product sample was visually inspected, during the visual inspection it was found a hole in the cassette film causing a leak. After further inspection, no other problems were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient reported fluid leaked from a small hope at the top right hand side of the cassette. The patient was connected during the incident. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient knew how to perform manuals. The patient was advised to cancel treatment and notified the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm during drain 3 of 4 of treatment. Fluid was found in the cassette area of the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the current cycler without further issue.